Manufacturer narrative:
The tech found the trend valve was sticking. He replaced the valve to repair the bed.

Event description:
Info received indicates the trend lever is not placing the bed into trendelenburg.